Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a patient interface lost vacuum during lasik flap creation. There was no harm to the patient. Additional information received confirming the treatment was completed.

Manufacturer narrative:
Failure analysis shows the reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. No problem was found with the patient interface. The most possible root cause is user handling during the docking process and the movement of the patient¿s eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The root cause could not be identified conclusively. The most possible root cause may be unnoticed movement of the patient during surgery, too much fluid on the eye or docking technique of the surgeon. The manufacturer internal reference number is: (B)(4).